Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue and closed as confirmed after analysis. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there are previous confirmed complaints of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, there were no incidences related to this issue and this batch was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received in previous complaints did not fulfil the b. Braun surgical specifications, we conclude that this complaint is confirmed as well. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that needle comes off too easily before application. No more information has been provided.